Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002; yrir1685 stent graft, implanted: (B)(6) 2003; yrir15115 stent graft, implanted: (B)(6) 2003; yrbr2414135 stent graft, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient was having non-conducted premature atrial contractions. The post-ventricular atrial blanking period was adjusted to lengthen the amount of time where atrial sensing is prevented. The lead remains in use. No patient complications have been reported as a result of this event.